Event description:
It was reported that the procedure was to treat a lesion in the superficial femoral artery with moderate calcification. The 6 x 40 mm x 80 cm foxcross balloon was advanced without issue and inflated to 16 atmospheres (atm) for pre-dilatation; however, a balloon rupture occurred. The balloon catheter was removed without issue. A new foxcross balloon was used successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.